Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the atrial lead exhibited intermittent capture, dislodgement, and suture sleeve movement. The atrial lead was capped and replaced on 13 april 2023. Patient was discharged.

Event description:
Related manufacturer reference number: 2017865-2023-37137 new information noted the right ventricular lead had dislodged. The right ventricular and atrial leads were explanted and replaced. The patient was stable and discharged following the procedure.